Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reports to have experienced keypad anomaly and lack of battery longevity. Customer states there is a lag with the up and down button and act button is difficult when pressed. Customer also reports that batteries last less than one week. Customer's blood glucose was unknown. During troubleshooting, it was found that customer does not use sensor feature, pump is on vibrate mode, remote feature is off, customer does not use rechargeable batteries, batteries were not previously used, customer does not perform excessive button pressing, customer does not do daily set rewind, and customer uses recommended aaa energizer alkaline batteries. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.